Manufacturer narrative:
The device was returned to olympus for evaluation; however, the physical device evaluation has not been completed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the spare bulb on the xenon light source kept popping up, getting an e103 ignition error code. The lamp was at 300 hours, and an olympus brand bulb was used. The issue was found during the middle of a colonoscopy / esophagogastroduodenoscopy (egd) procedure, which was completed with the same device, and without delay. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction spare bulb keeps on popping up, was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the front panel mouth was cracked and non-olympus lamp meter is reading at 300+hours, light intensity output measured out of range. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.